Event description:
It was reported that the customer received a button error alarm on the insulin pump and a button was sticking. The customer did not recall any significant events leading up to the alarm. Her blood glucose level was 620 mg/dl, which was treated with manual injection. The customer was advised to discontinue use and revert to a back up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with no act and up button response due to corroded keypad traces. No sticking button or button error alarm noted during testing. Rewind test, basic occlusion test, occlusion test, prime test, the excessive no delivery test, and displacement test were not performed due to the act button being unresponsive. The device was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads, and broken pump belt clip slot.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.